Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the user identified a deformed plunger. The following information was provided by the initial reporter. The customer stated: one defective arterial blood collection device was found, and the plunger stopper in the syringe was misplaced.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the user identified a deformed plunger. The following information was provided by the initial reporter. The customer stated: one defective arterial blood collection device was found, and the plunger stopper in the syringe was misplaced.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to misplaced / separated plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode misplaced / separated plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.